Event description:
The customer reported that during the injection of silicone (vitrectomy procedure), the cannula popped out of the eye, causing a 3mm laceration in the incision. A popping noise was heard at the time of the event. The surgeon decided not to use the system and continued the procedure without it. He stabilized the eye pressure, and sutured the wound closed. Add'l info has been requested.

Manufacturer narrative:
The company service rep examined the system and found that it met specifications. The problem could not be duplicated. Investigation, including root cause analysis is in progress.